Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent has verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy and had logged service code a034 into memory. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not charge defirbillation energy and had logged service code a034 into memory. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly and performed some other unrelated repairs. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to an electrically shorted capacitor, designator c62, which prevented the device from charging and caused the device to log the reported event code.